Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Other devices used: catalog #00588006012, rotating hinge knee articular surface, lot #62119429. Catalog #00598801022, nexgen stem extension, lot #60542736. Catalog #00599003610, nexgen distal femoral augment block, lot #61994332. Catalog #00599003620, nexgen distal femoral augment block, lot #unknown. Inspection of the articular surface identified pitting on the proximal face and gouges on the backside. The hinge post extension was noted to have damaged threads. Measured dimensions of the articular surface and hinge post extension were conforming to print specifications. The femoral component was received with the two distal augments and stem extension assembled. The backside of the femoral component was covered in bone cement. Review of the device history records for the articular surface, femoral component, 5mm augment, and stem extension identified no deviations or anomalies. The device history record for the 10mm augment could not be reviewed as the lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen rhk package insert, because the rhk is a highly constrained device, the risk of component breakage, loosening, and polyethylene wear may be greater than for less constrained knee implants. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.